Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to back pressure sensor damage by moisture. Unable to perform prime/delivery test, occlusion test, excessive no delivery test or verify compromised force sensor system alarms due to motor error alarms. The motor was tested outside the device and passed. Unit received with minor scratched lcd window. Unit received with missing end cap sticker.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer also reported that the device was squirting out insulin during manual priming. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.